Event description:
The event is reported as: "complaint alleges: "15mm corrugated tubing is cracked at the ends of the circuit limbs by the elbow adapter. Resulting is circuit leaks and failed pressure tests." No pt injury reported.

Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed due to the lack of product sample. Based on similar complaints the issue found was originated in the corrugated tubing extrusion process. This process is under control by the vendor since this is a purchased component. A scar was opened to the vendor in order to document the root cause and corrective actions. (B)(4).